Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to faulty force system resistor. Pump passed displacement, self test and restart error test. The pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring,missing end cap sticker, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a plastic chip missing from the threading of the reservoir compartment. Customer's blood glucose was 382 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.